Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data. A leak was observed in the external portion of the soft cannula. A tear was observed at the location of the leak. It is unknown how or when damage occurred or if it contributed to the reported event. No other components were observed to be damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 500 mg/dl. The patient was not feeling well and had become unresponsive while riding in a vehicle after a baseball game. As treatment, the pod was removed from the infusion site (arm) and the parents of the patient administered shots of insulin via pen injections and kept the patient home from school to recover.